Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had failed and needed inspection and repair. Limited information was provided. The issue was detected during preparation for use. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the objective lenses had peeled due to deterioration. This report is to capture the reportable malfunction of the adhesive on the objective lenses had peeled due to deterioration noted at estimation.

Manufacturer narrative:
Event: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated. The video cable and grip base unit were both leaky. The bending section cover adhesive was cracked and chipped. The universal cord unit had wrinkles. The cable tube unit slave was kinked. The plug units (master and slave) were both cracked, and the light guide mount ring paint was missing. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The incident occurred during a urology procedure. The intended procedure was completed with the same device. There was no change of video (3d or other) during the procedure. The time of the procedure was not longer than the average.

Manufacturer narrative:
Initial reporter health professional was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress from outside the scope or chemical stress due to chemical solutions or sterilization using the sterrad system. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." 3) "list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." Olympus will continue to monitor field performance for this device.